Event description:
Customer alleged oil mist. They saw thick smoke. The customer can smell the oil mist. No human reaction is reported.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. Fse found no oil mist coming from this unit. Installed oil fill plug upgrade. System meets specifications. This issue has been addressed with a customer letter related to correction and removal.